Manufacturer narrative:
The information was unavailable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that this particular lead was explanted at the previous hospital facility. There was no information regarding this previous facility or the explant date of this lead. The presented for additional lead extraction procedure on (B)(6) 2019 and was noted to be in unstable condition and the case was abandoned. Subsequently, the patient passed away two days post procedure on (B)(6) 2019.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-04537. It was reported that the patient developed an infection. The patient was admitted to the hospital from another hospital for a lead extraction. There was no information available regarding the referring physician or facility. The pacemaker leads were then removed. The patient was noted to be in an unstable condition and the case was abandoned.